Manufacturer narrative:
The investigation into the aic - kbd/rotary knob issues has been completed since the original report was filed. The device was returned for investigation. It was reported that the failure mode was not reproducible upon console arrival to field service. The cause of the issue was not determined due to inability to reproduce.

Event description:
The user facility in the EU reported that the doctor reports that the 5 buttons on aic did not react when depressed. This occurred on day 11 of the support. The pump remained on for support for a total of 25 days. No harm or injury to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.